Manufacturer narrative:
Other, one cadd legacy 1 pump was returned for analysis due to error 1660. A functional test was performed, and the customer's reported problem was confirmed. The pump was found to be displaying "1210" error code on power up and with many other error codes in the pump's event history logs. It was found that the microprocessor unit board as contaminated of fluid ingressions. The "error 1660" issue were caused by fluid ingressions. The microprocessor unit board will be replaced. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information received a smiths medical cadd legacy 6400 pump entered alarm error 1660. This event occurred during testing and no patient involvement.